Manufacturer narrative:
(B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device gear was blocked, seized and run rough. It was further reported that the housing interlocking range was below measure, the marking on the disconnect sleeve was not properly visible, the transmission and bearings were worn out and the elastomer insert was missing. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to normal wear from use and servicing over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that the battery hand piece device ran irregularly and stopped functioning on occasion. During in-house engineering evaluation, it was observed that the device gear was blocked, seized and ran rough. It was further reported that the housing interlocking range was below measure, the marking on the disconnect sleeve was not properly visible, the transmission and bearings were worn out and the elastomer insert was missing. It was not reported if the device was used in surgery, or if there was patient involvement. There were no delays to a surgical procedure. A spare device was not available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.